Manufacturer narrative:
The investigation is ongoing. E1- establishment name: (B)(6).

Event description:
It was reported by our poland affiliate that during an implant of a 23mm sapien 3 ultra valve via left trans axillary approach via cutdown, during the procedure it was not possible to advance the 23mm commander delivery system (ds) through the 14f esheaht+. It had become stuck at the fully expandable portion. The ds was subsequently withdrawn but the valve remained inside the sheath. During withdrawal, a perforation of the left subclavian artery occurred. Upon removal, the ds was observed to be kinked at the distal end. The sheath and the valve were successfully removed from the patient without further complications. After withdrawal no damage was observed on the sheath or the valve. The subclavian artery was then dilated, and a new kit was prepped. The perceived root cause of the vascular injury was likely due to insufficient left subclavian artery diameter for the ds. The valve was successfully implanted, and the patient is in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for the delivery system - inability to advance through sheath was empirically confirmed based on similar events. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as per information provided there was calcification, tortuosity and undersized vessels at the access vessels, although vessels characteristics could not be confirmed as CT report was not available. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.